Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred frequently between 11/2/2025 and 11/3/2025. Performance data was reviewed. The allegation alert/notification settings was not found within the investigation window. The allegation was undetermined. However, it was found that egvs not updating issue occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.